Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, noise in image when operating the up-direction angle, liquid leakage observed in light guide bundle, lighting lens chipped, wrinkles in insertion part, bending angle insufficient due to elongation of the angle wire, forceps could not be inserted smoothly due to the collapse of the forceps channel, channel cleaning brush could not be inserted smoothly due to the crushed forceps channel, insertion part serpentine crushed, scratches on insertion part serpentine, coat of the insertion guide serpentine peeled off, scratches on operation part, corrosion on operation part, water tightness not maintained due to holes in the curved rubber, curved rubber adhesive missing, insertion part serpentine tube oledome damaged, scratches on switch box, leakage in the grip, scratches the grip, leakage observed on the up/down plate, leakage found on the universal cord, universal code crushed, wrinkles found in the universal code, angle lever scratched, corrosion of the electrical connector, and scope connector scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for the evis lucera bronchovideoscope exhibiting defective image. Upon inspection and testing of the customer returned device, the coating of the insertion guide serpentine tube was found peeled off. (1 to 2 mm or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. However, it was presumed that the event was likely due to stress during operation, external factors, or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.